Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit failed the normal mode and triggered 319 error pointing to parallelogram fiber cable. Further investigation, jumped a test fiber cable from axes controller motor (acm) printed circuit assembly (pca) to axes controller spar (acs) pca and fixed the issue. Reconnected the original parallelogram fiber cable and the 319 error occurred again. The unit was also tested on patient side cart (psc) fixture test platform (pftp) with the test fiber cable and passed direction test, fan test, fiber test, sine cycle, brake tests, and carriage switches. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the system reflected error 307 on universal surgical manipulator (usm) 3. Prior to calling for technical support, the customer restarted the system, but usm 3 was still alarming red. They decided to disable the usm and proceed with surgery. Technical support engineer (tse) reviewed the system logs are showing error 25730 pointing to axes controller spar (acs) usm 3 followed by error 307 pointing to axes controller carriage (acc) and acs on usm 3. After restarting, the system came up with error 319 pointing to acs and acc on usm3, and user disabled the usm. The procedure continued as planned. There was no report of patient injury.